Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been having issues for the last year. Customer stated that the buttons are not working properly. Customer's blood glucose was 7.8 mmol/l. Customer has had no recent button error alarms but has had the alarms in the past. Customer's blood glucose went high yesterday and they had ketones. Insulin pump will need to be replaced.